Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has experienced low blood glucose levels since the 1990s. The customer's blood glucose level dropped to 11 mg/dl around 2007 or 2008. The customer's sister in law as a result had to call the paramedics and they treated her with glucose and juice. The customer was not transported to the hospital. She had not been unconscious from a low blood glucose for two years. She experienced some severe low blood glucose level while being on the insulin pump. The device was not returned.